Event description:
Information received by medtronic indicated that the customer reported a pump errors and partial display for their insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and advised customer to put the pump on storage mode. The customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged critical pump error (open book image) alarm, a broken force sensor was detected during seating or regular delivery and missing segments/partial display found on july 31, 2022. Device was received with a critical pump error (open book image) alarm, however it became blank after history files were downloaded. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Successfully utilized crest and thus to download history files, traces and comlink3 files. Device memory was reviewed and found that device alarmed a broken force sensor was detected during seating or regular delivery on (B)(6) 2022 at 17:44:00.000 due to moisture damage on the force sensor. Device was cut open to perform visual inspection and found moisture damage on the electric boards, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the device at the battery compartment, cracked battery tube threads, serial number label fading, pillowing keypad overlay, keypad overlay texture damage and missing display window cover. Blank display, critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery confirmed due to moisture damage. Unable to confirm missing segments/partial display due to blank display anomaly. Moisture damage confirmed at electric boards, force sensor and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.